Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered that the implantable cardiac monitor (icm) exhibited post-sensed t wave oversensing. Programming changes were performed. The patient was in stable condition.